Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The hsk device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The delivery device was returned outside the loading device. Blood was observed on the loading device. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The blue slide lock was dis-engaged and the white plunger was fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was an attempt to deploy the device into the aorta. The seal and tension spring assembly were removed from the delivery tube. A microscopic inspection was conducted the seal was covered in blood. The seal was observed to be intact with no crack/delamination. The tether was uncut and the tension spring was intact. No visual defects were observed. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The reported failure mode ¿activation problem¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system seal did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.